Manufacturer narrative:
(B)(4). Final analysis found that the an internal insulation abrasion at 81.0 cm to 82.2 cm from the connector pin which exposed both the re cables and inner coil lumens. This likely contributed to the reported high thresholds. (B)(4).

Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead was explanted and replaced. The patient was stable post procedure.